Manufacturer narrative:
Additional narrative: additional product code: jds and hsb. Complainant part is not expected to be returned for manufacturer review/investigation. A photo investigation was completed: visual analysis of the photo revealed that a nail and screw construct is visible at the right femur with signs of bone fracture, one of the screws appear to have migrated from original position. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient under a hardware removal procedure to remove the lateral oblique locking screw of the retrograde femoral nail advanced (rfna) because it had backed out. This report is for a locking screw. This is report 2 of 2 for (B)(4).